Event description:
It was reported that the lead impedance and threshold were increasing. An issue with the bipolar conductor wire was noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.